Event description:
It was reported that after a routine infusion site change with an inset 23" set, the user experienced elevated blood glucose and questioned whether the site was functioning, then replaced the site with another set and observed glucose trending downward. Symptoms included hyperglycemia without systemic symptoms, with no ketone testing, no back-up therapy, and no medical intervention required. Outcomes included no lasting injury and recovery with continued device use. Investigation included troubleshooting and education on allowing adequate time for the ilet system to correct elevated glucose and visual inspection of the removed cannula, which was straight and appeared normal. Investigation of this case revealed no device malfunction or component damage and suggested that the initial hyperglycemia was likely due to insufficient time for automated correction after the site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with expected glycemic variability after infusion site changes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.